Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that due to the age of the device, as well as the costs associated with the repair, that they have decided to not go forward with repairing the device at this time. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was locking up during the initial boot-up cycle. As a result, defibrillation was not possible. There was no patient use associated with the reported event.